Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to blurry vision which they claim significantly interferes with patient's daily activities. There was no incision enlargement, vitrectomy or sutures done. The replacement lens is a non johnson and johnson iol. Patient fine post-explant. No other information was provided.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.